Event description:
It was reported ongoing intermittent occlusion alarms occurred. The customers blood glucose level was 400 mg/dl. To resolve the issue, the customer changed both the infusion set and cartridge and then resumed insulin usage. Subsequently, a replacement pump was sent to the customer to resolve the issue.